Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and exhibited loss of capture. The dislodgment could not be confirmed via fluoroscopy, and no asystole was observed. Additionally, high out of range pacing impedances greater than 2000 ohms were observed and muscle stimulation had been previously noted. A revision procedure was performed and this rv lead was repositioned. During the revision, the lead was tested via a pacing system analyzer and the high impedances were recreated. After repositioning the impedances were within range. No additional adverse patient effects were reported.